Event description:
The customer reported that he was in the hosp due to hip surgery, and was experiencing high blood glucose levels. The customer wanted to know if his pain medication could be affecting his blood glucose levels. Advised the customer to speak with his health care professional. The customer had called days earlier to report that insulin was not exiting during the manual prime. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.